Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was not delivering insulin. Customer's blood glucose went from 70 mg/dl to 300 mg/dl, 400 mg/dl. Device alarmed multiple no delivery alarms. During troubleshooting, device alarmed an unexpected restart alarm and displayable history check failed alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.